Event description:
Pseudomonal infection was noted after a bronchofiberscope was used on a pt. The scope had been disinfected with disopa several hours before the scope was used on the pt. The scope had been manually washed and disinfected with disopa in a tray for seven minutes. The scope had been previously used on another pt (alleged to be a bacterial carrier) two days before the second pt. After being used on the first pt, the scope had been left as it is somewhere in the facility until it was disinfected with disopa and used on the second pt. The customer (facility) declined to provide any further info on the event.